Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that for the l11 light source (sn: (B)(6)), the light goes out when light cord is moved near light box. This happened during a case - no harm or delay was reported to patient or users. The loss of light duration could not be confirmed.

Manufacturer narrative:
Alleged failure: biomed, called to report that l11 light (sn: (B)(6)) light goes out when light cord is moved near light box. Happened during a case - no harm or delay was reported to patient or users. Loss of light duration could not be confirmed the failure(s) identified in the investigation is consistent with the complaint record. Probable root cause: leaf spring issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that for the l11 light source (sn: (B)(6)), the light goes out when light cord is moved near light box. This happened during a case - no harm or delay was reported to patient or users. The loss of light duration could not be confirmed.